Event description:
It was initially reported by the facility that "when moving resident from bed to wheelchair, one of the leg clips of the xs sling detached from the opera lift causing resident to fall. After speaking with doc janet, she believes the clip wasn't fastened properly and was user error". As a consequence of the event the resident received a slight bruising to right shoulder and upper chest area due to hanger bar contacting her when falling. No treatment was required.

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med ab ltd. As of (B)(6) 2010, that number was de-activated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo hospital equipment ab and any medwatch reports were submitted under (B)(4) (arjohuntleigh (B)(4), inc.). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and medwatch reports will be submitted (B)(4) on behalf of the importer arjohuntleigh inc. This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to user error the device did not perform as intended. Ref imp. (B)(4). Arjohuntleigh received a customer complaint where it was indicated that during the resident's transfer from bed to wheelchair, one of the leg clips of the sling detached form the spreader bar fo the opera lift. It was indicated by the facility staff that they believe the clip wasn't fastened properly and incident occurred due to user error. As a consequence of the event the resident received a slight bruising to right shoulder and upper chest area due to a hanger bar contacting her when falling. No treatment was required. When reviewing similar reportable events, we have found a number cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. The sling and the opera lift device were inspected and no malfunctions were found that could have caused or contributed to the event. The sling and the lift which work together as a system were found to have been to specification from a functional perspective when the event took place. The sling and the lift were being used for patient care when the event took place, and as it appears the device played a role in the event outcome. A sling clip, once correctly attached and monitored to stay in place as the weight of the sling is gradually taken up, as indicated to be required in the labeling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. From simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. The only exception being: when a person is lifted from a horizontal position (bed in this case) and a leg clip is not attached. Based on the event description, this scenario seems to be related as the resident was transferred from bed to wheelchair when the leg clip detached form the lift and it was indicated that the clip of the sling "wasn't fastened properly". As is documented in our simulations, a person can be lifted from a horizontal position with one of the leg clips not in place. However, typically when the person falls out. It appears more likely that the clip was not in place at the start of the lifting procedure and could wiggle off when the patient was put into a more upright, vertical position before lowering to the wheelchair. If the labeling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labeling and not checked the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. We find this complaint ot be reportable to the component authorities.